Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer stated problem was unable to be duplicated. During testing and inspection, it was not found that the pump stopped running. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the reported issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump stopped running. It was also reported that the device showed an alert on screen, but no alarm was noted. The reporter indicated that the distributor advised patient to visit emergency room for monitoring due to reported symptoms (headache, shortness of breath). Subsequently, patient continued infusion using a backup device and the distributor reported the patient was seen at emergency room and is awaiting further instructions from physician with no further information available at this time. Concomitant medical products and therapy: remodulin.